Event description:
Cautery pencil activated-made small hole in drape-burned pt's buttock 3cm x 1cm. Treated with antibiotic ointment. Pt did not want and refused further treatment of the area. Pt stated that the burn did not bother them. Procedure was vaginal hysterectomy.